Manufacturer narrative:
Concomitant medical product: 5076-45 lead implanted: (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the patient experienced dizziness. The right ventricular (rv) lead had dislodged. Thresholds were reported to be unstable and high. The lead was reprogrammed and a revision was performed. The lead remains in use. No further patient complications have been reported as a result of this event.